Event description:
It was reported that the graters were dull. There was no procedure or patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: the reported event is that the devices are dull (worn). This does not allege a deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device(s) as the instructions for use (IFU) that are sent with the device(s) state, manual surgical instruments have a limited life - span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. Surgical instruments are susceptible to wear and tear and therefore should be checked for defects before use. Per the IFU the instrument(s) should be discarded. Please discard the instrument(s).